Manufacturer narrative:
Batch review performed on 25 march 2024: lot 2218654: (B)(4) items manufactured and released on 21-sep-2022. Expiration date: 2027-09-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had patellar instability and the cause is unknown. At about 3 months from primary the surgeon revised the insert with a thicker one and the surgery was completed successfully.